Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer performed a control test on his contour next link meter and obtained a reading of 188 mg/dl at 1:36 a.m. The meter did not automatically mark it as control test, and so the reading will be displayed as blood result when accessing the meter's memory. As the reading was marked as blood result, it was transferred to the insulin pump, however, the customer canceled the insulin bolus. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link meter, contour next test strips from lot # 9fpeg14a and contour next control solution from lot # 9bv2g47 for evaluation. In-house testing was performed using the returned meter with returned test strips and control solution, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests.